Manufacturer narrative:
Block d10: concomitant medical products were provided. Block e: physician first and middle name were provided. "Initial reporter also sent report to FDA" is "no". Block h3: the omniwire was returned stuck inside a non-philips device. Visual inspection found a bend at the composite core, and the distal coil was stretched and kinked. However, since this damage was not reported by the customer, it is likely that this occurred post-procedure. No guide wire bend test was performed since the omniwire was unable to be removed from the non-philips device. Block h6:the probable cause of the reported failure (guidewire movement issue) is due to rough interaction with the non-philips device. Manipulation and strain can damage internal components and result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned for evaluation, thus no returned product investigation was performed. Blocks h7 & h9: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used as an interventional wire in a therapeutic coronary procedure. The stent delivery system was loaded over the omniwire, and while deploying the stent, the physician moved the omniwire, and the stent moved due to the stent delivery system being stuck to the omniwire. This caused the stent to miss the intended target vessel. Everything was removed from the patient and a new interventional wire was used to deliver a second stent to cover the area of disease. No patient injury reported. This adverse event and product problem is being submitted because the omniwire got stuck on the stent delivery system, causing incorrect stent placement requiring a second stent.